Manufacturer narrative:
Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed visual inspection due to a tear on the output cable. The damage that was observed did not affect the functionality of the device. Based on the available information, the most likely root cause of the reported event can be attributed to wear of the output cable or to the handling of the device. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available at all times. Also stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected.

Event description:
It was reported from the site by the ventricular assist device (vad) equipment coordinator that the patient was seen in clinic today and noted that wires were beginning to be visible at the distal end of the battery's cable. The patient denied any damage to the battery or any alarms associated with the exposed wires. The battery was taken out of service and replaced. It was stated that the patient experienced annoyance. No additional information available.